Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tripped trend reports were reviewed for the product for the last year. The review identified a tripped trend for this perception code. This tripped trend was investigated and addressed as per adc process and procedures and it was determined that no trends were identified that would indicate any product related issues. Therefore it has been determined that no further actions are required at this time. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via chat that a low readings issue occurred with the adc device. The customer reported that their sensor was reading "over 40 points" lower than an unspecified device when the customer was in emergency room. It is unknown whether the customer noted a trend arrow on the device. It was additionally reported that the customer experienced a stroke and was hospitalized for 20 days. There was no information regarding treatment or any diabetes related diagnosis, and no further details were able to be obtained as the chat disconnected. The disease of diabetes itself is associated with an increased risk of stroke and this increased risk occurs over a prolonged period of uncontrolled diabetes. There is no indication that lower readings from a single sensor would have caused or contributed to a potential stroke. A follow-up report will be provided if additional information is obtained. There was no report of death or permanent injury associated with this event.